Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 321 (link switch error (up)) during delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a system error 321 was reproduced. A review of the event history log revealed 'system error 321' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pump door which required excessive force to close. The upper door hook requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.